Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The manufacturer's service technician replaced device's active exhalation control module on the device to address the issue. Additional findings not related to the malfunction/issue was the handle o-rings missing from the device. The handle o-rings were replaced to address this issue. Afterwards, the device was tested again but failed the run-in time. The manufacturer's service technician checked the device and found that the device was not turned on when performing the run-in test. The manufacturer's service technician re-performed the test and passed all testing.